Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: the system was operational during internal testing. The customer strain was tested on five (5) locations with vitek® ms instrument knowledge base (kb) v3.0 and the identification obtained was single choice to citrobacter freundii for all of them. The customer issue was not reproduced by biomérieux quality control. Summary of the data analyzed: 44 ecal mzml files from 15jun2017 to 21jun2017. 2 sample mzml files analyzed on 21jun2017. The likely root cause of the issue is non-optimal spot preparation.

Manufacturer narrative:
Not returned to manufacturer.

Event description:
A customer in (B)(6) reported to biomérieux the misidentification of citrobacter species in association with the vitek® ms instrument. The customer reported the vitek® ms identified citrobacter werkmanii. However, vitek® 2 testing identified citrobacter freundii. There is no indication from customer that wrong results were given to a physician or that a patient was harmed or treated incorrectly. The customer did report a delay in results of >24 hours. A biomérieux internal investigation will be initiated.